Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon screwed the universal position into the window trial thread crossly and the thread was broken.

Manufacturer narrative:
An event regarding alleged "thread damage" involving a trident acet window trial 52mm was reported. The event was confirmed. Method & results: device evaluation and results: the window trial was returned in used condition. The threads on the device were notably damaged and worn. Significant damage was noted on the body of the device. Review of the device by the material analysis engineer indicated "damage observed on threads consistent with cross threading." Medical records received and evaluation: not performed as no medical records were returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported thread damage was confirmed. Review of the device by the material analysis engineer indicated "damage observed on threads consistent with cross threading." If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the surgeon screwed the universal position into the window trial thread crossly and the thread was broken.